Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient had a physical therapy appointment the day prior for her neck because her neck was hurting. At first the patient reported it hurt all the time then stated it started hurting after the physical therapy appointment but then clarified stating her neck hurt all the time and she could not turn it to the right. The patient stated she had it for a year then said her neck started hurting at the hospital three weeks prior. The patient stated she had neck pain off and on for so long she did not known when it started but it got worse after the physical therapy appointment the day prior. The patient reported after the physical therapy appointment, her whole right side, right arm, and right leg had been acting very weird. She started getting dyskinetic, having shaking which she never had, twitching up bad, and jerking all around when she was asleep. During the call both inss showed on and ok. It was reported the change in therapy/symptoms was sudden. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 lfc (hcp): additional information was received from a healthcare professional stating she was seen in the office on 2018-02-02 and her right dbs was turned off. Once her right dbs was turned back on, she calmed down almost immediately. The issue was resolved at the time of the report.

Manufacturer narrative:
See manufacturer¿s reports # 3004209178-2018-01883 and 3004209178-2018-01885 for the patient¿s other issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that, as steps taken to resolve the issue, they left a message for [illegible] and also called their doctor. They stated that the neck pain persists but they had this before the therapy. There were no further complications reported or anticipated.